Event description:
A customer reported to hotline concerns about high sodium (na) results on their au5431 instrument. They also observed a sample clot detection error. According to the customer, there were 16 erroneous results out of their run of 800 samples from the night shift. All erroneous results were reported out of the lab. The customer confirmed there had been no medical intervention or change to patient treatment associated with this event. No patient information was provided.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse evaluated the system and replaced the valve for the ise sample syringe. He also corrected a small leak noticed on the end cap of the ise sample syringe case. System performance was verified to be meeting specification. After this, the customer retested all the ise from the run of 800 and issued corrected reports for 16 samples.